Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed several cuts in the outer insulation at 63mm and 74mm from the lead tip. The cuts were consistent with explant damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead exhibited pacing impedance measurements that were less than 200 ohms. Under fluoroscopy, insulation damage was observed. The lead was explanted and replaced. No additional adverse patient effects were reported.